Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had a safety switch due to low pacing impedance of 200 ohms, where the measurements had been in the 550 ohms range. After switching to unipolar the impedances were approximately 400 ohms, and thresholds were similar in both unipolar and bipolar. Discussion and troubleshooting with boston scientific technical services (ts) determined that since all tests passed in bipolar and the impedance was measuring higher in bipolar, the plan would be to switch back to bipolar. Device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed in both unipolar and bipolar, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was explanted. No additional adverse patient effects were reported.